Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and mesh was used. Inserted/positioned mesh, lifted flaps to suture in place and one side snapped off. Defected mesh removed and replaced with new one. The defected mesh was removed from operative site and removed from surgical field. A replacement mesh was inserted. There was no impact to the patient or procedure time. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4, h4 additional information: d9, h3, h6 h3 analysis summary: the product was returned for evaluation to ethicon. One used mesh inside its packaging was received for analysis. Product code pvpm. During the visual examination of the mesh, it was observed that one of the straps was detached and it was located on the top of the mesh. An attempt to remove the detached strap for analysis resulted in a portion remaining attached to the mesh due to degradation and blood residue. The other strap remains secured to the mesh. Given the onset of the degradation process within the sample, the reported event could not be confirmed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.